Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The physician did state that patient prosthesis mismatch may be a factor in the migration of the device. Reference regulatory report 2025587-2016-01308.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, implanted valve-in-valve into another transcatheter valve, moderate paravalvular leak (pvl) was present. An attempt was made to implant a vascular plug, but was not successful. Per the physician, the lack of annular or leaflet calcification and the possibility of an undersized valve, may have contributed to the migration. No other interventions were prescribed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.